Event description:
On (B)(6) 2007, a pt was implanted with a gore propaten vascular graft in a bypass procedure in the left leg from the common femoral artery to the popliteal artery. On (B)(6) 2007, the pt presented with a perigraft hematoma in the distal anastomosis and bleeding from the thigh incision. A disruption was found which required a revision of the distal anastamosis and evacuation of the hematoma.

Manufacturer narrative:
Additional information rec'd on 02/22/2011, changed this event from non-reportable to reportable.